Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not responding to high frequencies. A CT scan shows that only 5 electrode are in the cochlea. A revision surgery to re-insert the electrode is scheduled for (B)(6) 2015.

Manufacturer narrative:
Additional information: based on the received information, a CT scan showed the active electrode to be partially out of cochlea. A full insertion was achieved at implantation surgery. The active electrode migrated post-operatively out of cochlea due to unknown reasons. A revision surgery to reinsert the electrode array took place on (B)(4) 2015, the insertion was successful. The concerned device remains implanted and in use.

Event description:
The patient was not responding to high frequencies. A CT scan shows 5 electrode channels in the cochlea. The implant registration card states a full insertion was achieved at implantation surgery. A revision surgery to reinsert the electrode array took place on (B)(6) 2015, the insertion was successful. Information received on november 25th, 2015, states that the patient's performance is much better.